Event description:
The sales rep reported that one expired screw and plate was implanted in patient. The expiration date was noticed when the implant sticker was being transferred to the operative notes. The surgeon was notified as the patient was still on the table. However, the surgeon decided to go ahead and close the patient. No adverse consequences have been reported so far.

Manufacturer narrative:
The device was not returned as it is still implanted in patient. The incident was noticed after implantation of plates and screws, and so far, no adverse consequences have been reported. Based on the event description, use of expired product is an off-label use of the device. At this point, there are no indications for any device related problems. Device still implanted in patient.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report.

Event description:
The sales rep reported that one expired screw and plate was implanted in patient. The expiration date was noticed when the implant sticker was being transferred to the operative notes. The surgeon was notified as the patient was still on the table. However, the surgeon decided to go ahead and close the patient. No adverse consequences have been reported so far.